Event description:
It was reported that an ilet user experienced persistent hyperglycemia after a supply change, with the infusion set connector and cartridge repeatedly disengaging from the pump, leading to inadequate insulin delivery; capillary blood glucose was confirmed at 443 mg/dl and later decreased to 380 mg/dl following a complete supply change and tubing fill. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education with continued monitoring; no hospitalization occurred. Investigation included phone-based troubleshooting, user education, and guided replacement of the infusion set and cartridge. Investigation of this case revealed improper attachment of the connector and cartridge, resulting in interrupted insulin infusion. It was concluded that user handling caused a delivery interruption leading to hyperglycemia, and device function was restored after correct setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.